Event description:
It was reported that the patient presented after receiving inappropriate shocks due to oversensing of the right ventricular (rv) lead. Upon interrogation of the device, it was noted that the short interval counts (sic) were greater than 8000, there were 281 non-sustained ventricular tachycardia (vt) episodes and the impedance was greater than 200 ohms. A lead fracture is suspected. The physician decided to upgrade the patient from a single chamber implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy-defibrillator (crtd). However, due to the patient's anatomy, the crtd was unable to be implanted. The device was removed and replaced with a new device. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrythmia therapy. The analyst noted that beginning (B)(4) 2014, the ventricular sensing integrity counts up to 8,119; with non-sustained ventricular tachycardia (vt) episodes and ventricular fibrillation (vf) detected episodes with inappropriate shocks due to lead noise oversensing. On (B)(4) 2014, the rv coil impedance measured 208 ohms with the trend in the 60-80 ohms range.